Manufacturer narrative:
Preliminary investigation points to a user error: working in the wrong plane damaging the parotid gland. Final conclusions are pending results of technical inspection of the device. Supplementary report will be submitted upon completion of investigation.

Event description:
A doctor reported to inmode about a 62-year-old female patient treated with quantum rf on her lower face and jowls, diagnosed with parotitis with infection. Patient was admitted to the hospital and started on IV antibiotics, received a dose of IV steroids. Incision and drainage have been performed with persistent re-accumulation of fluids. ~1 week later, the patient was injected 30 units of botox directly into the parotid gland and started on glycopyrrolate orally for salivary gland suppression.